Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. An invasive procedure was performed and the physician elected to replace the sensing portion of this lead due to 'oversensing and suspected insulation break'.